Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available. A follow up report will be submitted when the evaluation results become available.

Event description:
The nurse reported to baxter (B)(4) that a spike of the transfer set was bent. The nurse stated that the issue was found when the transfer set was trying to be changed. The nurse stated the transfer set was not used. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One used transfer set was received in reference to a bent spike. The reported condition was confirmed; however, based on the information obtained during baxter's investigation, no root cause was determined. Lot information was not available; therefore, a batch review could not be completed. Baxter will continue to monitor similar reports to determine if further actions are required.